Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient had been hospitalized for three days due to fluid buildup in the patient's lungs. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized from (B)(6) 2018 due to mild pulmonary edema. Per pdrn the patient was trained on performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy if needed and stated the patient had been able to continue completing peritoneal dialysis treatments using the cycler and confirmed no treatments were missed. Per pdrn the patient was discharged on (B)(6) 2018 and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
(B)(6). Conclusion: there is no documentation in the complaint file to show a causal relationship between the shortness of breath, mild pulmonary edema and the liberty select cycler. The patient experienced a touchscreen issue, but both the patient contact and pdrn state that the patient would complete manuals until the new cycler was received. It was also stated that the patient did not miss any treatments prior to hospitalization. There is a temporal relationship between pd therapy and the pulmonary edema, however, the patient did state that he experienced shortness of breath after an iron transfusion. Per the physician, the pulmonary edema was secondary to the patient¿s end stage renal disease (esrd). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2018 this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that he was not able to complete treatment on (B)(6) 2018 and as a result of this he had fluid in his lungs and was hospitalized for three days. A follow up phone call to the peritoneal dialysis registered nurse [pd(rn)] on (B)(6) 2018 and review of medical records received 02/20/2018 documented that the patient had been hospitalized (B)(6) 2018 due to mild pulmonary edema. The patient presented to the emergency room (ER) with shortness of breath (sob). The patient stated that he had received an iron transfusion (unknown date) and developed shortness of breath, however, he states he has been having the symptoms over the past week. The patient stated he was having difficulty with his machine during ccpd therapy and was unable to complete treatment for the past two days. The patient treatment records showed the patient weight increased from (B)(6) on (B)(6) 2018 to (B)(6) on (B)(6) 2018 when he presented to the ER. Per the pdrn the patient did not miss any treatments as he completed manual exchanges until the replacement cycler arrived then continued ccpd therapy on the cycler without any reported issues. The patient had a chest x-ray which showed some mild pulmonary edema related to his chronic kidney disease, non-cardiogenic, and during exam was found to have crackles and rales in the bilateral bases of the lungs. The patient exam revealed his blood glucose level was elevated (283-303) and his insulin would be adjusted as needed. The patient was admitted for treatment of the mild pulmonary edema and continued pd therapy to improve his symptoms. The patient was on nasal cannula at 2 liters to maintain pulse oximetry. This patient is morbidly obese and utilizes CPAP for sleep apnea. The patient¿s pulmonary edema and sob resolved and he was discharged to home on (B)(6) 2018. The patient continued ccpd therapy on the cycler with no reported issues.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2018 this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that he was not able to complete treatment on (B)(6) 2018 and as a result of this he had fluid in his lungs and was hospitalized for three days. A follow up phone call to the peritoneal dialysis registered nurse [pd(rn)] on (B)(6) 2018 and review of medical records received 02/20/2018 documented that the patient had been hospitalized (B)(6) 2018 through (B)(6) 2018 due to mild pulmonary edema. The patient presented to the emergency room (ER) with shortness of breath (sob). The patient stated that he had received an iron transfusion (unknown date) and developed shortness of breath, however, he states he has been having the symptoms over the past week. The patient stated he was having difficulty with his machine during ccpd therapy and was unable to complete treatment for the past two days. The patient treatment records showed the patient weight increased from (B)(6) on (B)(6) 2018 to (B)(6) on (B)(6) 2018 when he presented to the ER. Per the pdrn the patient did not miss any treatments as he completed manual exchanges until the replacement cycler arrived then continued ccpd therapy on the cycler without any reported issues. The patient had a chest x-ray which showed some mild pulmonary edema related to his chronic kidney disease, non-cardiogenic, and during exam was found to have crackles and rales in the bilateral bases of the lungs. The patient exam revealed his blood glucose level was elevated (283-303) and his insulin would be adjusted as needed. The patient was admitted for treatment of the mild pulmonary edema and continued pd therapy to improve his symptoms. The patient was on nasal cannula at 2 liters to maintain pulse oximetry. This patient is morbidly obese and utilizes CPAP for sleep apnea. The patient¿s pulmonary edema and sob resolved and he was discharged to home on (B)(6) 2018. The patient continued ccpd therapy on the cycler with no reported issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that he was not able to complete treatment on (B)(6) 2018 and as a result of this he had fluid in his lungs and was hospitalized for three days. A follow up phone call to the peritoneal dialysis registered nurse [pd(rn)] on 02/12/2018 documented that the patient had been hospitalized (B)(6) 2018 due to mild pulmonary edema (signs/symptoms unknown). Hospital course was unknown. Per the pdrn, the patient was trained on performing manual exchanges if needed and per the pdrn no treatments were missed. The patient was discharged and continued ccpd therapy on the cycler with no reported issues. Medical records were requested but were not received to date.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file to show a causal relationship between the mild pulmonary edema and the liberty select cycler. The patient experienced a touchscreen issue, but both the patient contact and pdrn state that the patient would complete manuals until the new cycler was received. It was also stated that the patient did not miss any treatments prior to hospitalization. There is a temporal relationship between pd therapy and the pulmonary edema, however, it is unknown if the patient had comorbidities or medications that caused or contributed to the pulmonary edema and hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.